Event description:
It was reported to globus that a patient developed a sacral fracture approximately two weeks post-op. The altera implant was placed at l5-s1. A revision surgery is planned, but has not been scheduled.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as no lot number was provided. Since the implant remains in the patient, a complete evaluation cannot be performed. Globus will provide a supplemental report once revision surgery occurs.